Event description:
The facility reports the nursing assistant was performing a complete linen change with the pt positioned on her left side near the edge of the bed. They moved the bed away from the wall and the pt rolled off the bed to the floor. The pt sustained a chip fracture of the right hip and skin tears on both forearms and upper arms. The pt was transferred to the hosp via ambulance. X-rays were taken and dressings applied to skin tears. The pt was then returned to the facility. The facility indicated that the bed broke due to the fall. The hose got caught, breaking the prongs, and it is no longer able to seal.

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.